Manufacturer narrative:
Na.

Event description:
It was reported that the customer obtained the following inr results within 10 minutes on the coaguchek xs (serial number (B)(4)): 4.1 inr, 3.5 inr, 3.0 inr, and 3.1 inr. For each result the customer pricked a new finger. There was no information provided as to any actions taken based on the readings. The customer's therapeutic range is 2-3 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 229301-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). No error messages occurred. The retention samples were inconspicuous. The retention material performed as specified.

Manufacturer narrative:
The customer returned one vial of test strips (lot 229301-11) and one coaguchek xs meter (serial number (B)(4)). The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 229301-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The returned customer material and the retention material perform as specified. There was no product problem found.